Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, errors 48100 and 32056 were observed on universal surgical manipulator (usm) 3. An intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting support. ). Review of the site¿s system logs confirmed the occurrence of the error fault. The surgical team recovered the error after disabling usm3. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse requested the clinical sales representative (csr) to do hard power cycle, remove, and install the fiber cables after end of the case. The csr moved the usm3 on its axis to resolve the issue. The system was retested, operated without error and verified as ready for use. No image or procedure video was provided for review. Intuitive surgical inc. (Isi) technical support engineer (tse) log review confirmed the event date on (B)(6) 2022 using system serial # (B)(4). During the service support call. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.